Manufacturer narrative:
(B)(4). The devices involved will not be returned for evaluation. Unable to determine the root cause of the customer's reported event.

Event description:
Customer's medwatch received states that the facility was using dispatch to clean iui connectors which they suspect has been causing channel disconnect alarms. Report indicates that over 100 volume infusers have been affected. Although requested, the reporter could not provide any additional patient or event details including device modules or serial numbers. This same statement was included in the following medwatch reports: 14007000-02011-8013, 8014, 87015, 8017, 8018, 8019.